Manufacturer narrative:
(B)(4). No term available for device operated within specification.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and adverse event was reported. The patient stated they had an interview and checked their glucose levels in the parking garage before heading to the interview. They stated the dexcom was displaying a value of 130 mg/dl. After 30 minutes to an hour, the patient silenced her phone and went into the interview. She stated she ignored symptoms of a low thinking they were nervous jitters. She recalled going into the interview room and then next thing she knew she was in the emergency room (ER) and when she looked at the dexcom, it was displaying signal loss. She indicated that the interviewer called the ambulance and the patient was transported to the hospital. The emergency medical technician¿s (emts) administered the patient with oral glucose gel and when she was admitted to the ER, they provided her with a dextrose intravenous (IV) therapy to raise her glucose levels to be above 300 mg/dl. The patient was released from the ER at 6:00pm when her glucose levels were normal. At the time of contact, the patient was in stable condition. The complaint device was returned for evaluation. An external visual inspection was performed and the inspection passed. A transmitter voltage test was performed and the test passed. A pairing test was performed and the test passed. Functional testing was performed and the test passed. Data was downloaded and a review of the data log confirmed the reported event of loss of connection, however, the device operated within specification. The probable cause was determined to be patient misuse. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.